Event description:
The hosp reported that during the preparation for saphenous vein harvesting procedure, the image on the endoscope was noticed to be dark. The hosp did not report any pt involvement.

Manufacturer narrative:
The device has not yet been retruned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.